Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient tested on a coaguchek xs meter with serial number (B)(4). On (B)(6) 2016, the patient had a meter reading of 4.8 inr. The doctor told the patient to hold the warfarin dose for 2 days. On (B)(6) 2016, the patient had a meter reading of 4.9 inr. The doctor did not trust the meter result, so he sent the patient immediately to the laboratory for testing. In the laboratory, the patient was tested using the dade innovin method, resulting as 3.61 inr. The meter result of 4.9 inr and the dade innovin result of 3.61 inr were obtained within 1 hour of each other. The doctor believes the dade innovin value to be correct. The doctor has not advised the patient on what the patient's new warfarin dose will be. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is once per month. The meter result was obtained from a finger stick sample. The patient is not anemic and does not suffer from antiphospholipid antibodies. The patient is not on heparin or direct thrombin inhibitors. The patient has had no changes in diet, medication, vitamins, supplements, or illnesses. The patient has no signs of bleeding or bruising. The patient was not treated and was not adversely affected. The customer's products have been requested for investigation and replacement products were shipped to the customer. Relevant retention test strips (lot 121349) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and retention samples were acceptable.

Manufacturer narrative:
The customer's meter and test strips were returned and tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.4 inr. Donor 2 inr: 2.7 inr. Donor 1 hct: 38%. Donor 2 hct: 43%. Testing results: donor #1: master lot - 2.4 inr customer strip and meter - 2.5 inr and 2.5 inr. Donor #2: master lot - 2.7 inr customer strip and meter - 2.8 inr and 2.9 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.